Manufacturer narrative:
The customer suspected device was returned for investigation. Upon evaluation of the returned device the following defects were found, switch 1 cut, angulation low, control knob play, distal end cover chipped, objective lens peeling, light guide lens peeling, angle rubber glue cracked, air/water flow low due to clogged nozzle. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that during reprocessing of the evis exera iii colonovideoscope, scope leakage was noticed. Upon inspection and testing of the returned device, foreign material was found clogged in the scope air/water channel due to incorrect reprocessing. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer's complaint of the device leaking was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained since the user detected occurrence of leakage and therefore could not complete reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report has been submitted to provide additional information from the customer. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Additional information received from customer that the scope was cleaned and processed.